Event description:
It was reported that the patient with this implantable pacemaker device experienced a too slow heart rate. Boston scientific technical services referred the patient to the following physician. As of this time, this device remains in service. No adverse patient effects were reported.